Manufacturer narrative:
Concomitant medical products: act artic e1 hip brg 28x54mm s60 dia28, pn ep-200160, ln 720940, 28mm dia cocr mod hd -3mm nk, pn 163661, ln 502070. Reported event was unable to be confirmed due to limited information received from the customer. Review of x-rays received noted vertical orientation of the acetabular shell. Device history record (DHR) was reviewed and no discrepancies were found. The complaint was not confirmed or device analysis indicated that the device met specification. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: integral/x por standard 9mm, pn x170309, ln 412260. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09855. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery approximately two years post implantation due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.